Event description:
Upon review of a lecture presentation, it was noted that slides suggest a pt experienced screw breakage in treatment of a distal humeral fracture.

Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion can be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.